Manufacturer narrative:
Additional information was received indicating an invasive procedure was performed to replace the lead. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead exhibited no lv capture at maximum pacing output, and pacing impedance measurements of greater than 2000 ohms when programmed to pace in a ring to tip or ring to coil configuration. The possibility of a compromised lv lead conductor was discussed. The patient has been asymptomatic as a result of these observations.

Manufacturer narrative:
The lv lead was programmed in a tip to coil configuration, which resulted in acceptable impedance measurements, and restored lv capture. Available information suggests that the physician plans to monitor the situation at this time. This event will be updated if any additional information becomes available.